Manufacturer narrative:
G4: 21feb2020. B4: 26feb2020. The touch screen was returned for failure analysis. The resistance were out of specification. Fault are found on this returned touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported failure in manipulation of touchscreen, and confirmed the screwing of the locking pin was off so a locking pin was attached. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported failure. The fse replaced the touch screen, and locking pin was attached to address the reported problem. No other abnormality was confirmed.